Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Customer¿s reported problem "the device is not occluding and not passing the pressure test" was verified by functional testing. The cause was downstream sensor contamination. Replaced downstream sensor to correct the issue. Legacy device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3 unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump did not occlude and did not pass the pressure test. The event occurred during testing, no patient injury was reported.